Manufacturer narrative:
This supplemental report is to inform that upon further review, this report was found to be a duplicate of an event reported in manufacturer report number 9610595-2025-21031 (patient identifier (B)(6)). Refer to that file for supplemental information related to this event.

Event description:
No additional information received from the customer.

Event description:
It was reported, the bronchovideoscope, had a scope communication error b30. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.